Event description:
It was reported that the customer experienced low and high blood glucose levels. The customer's wife called the paramedics and they were at his house for 15 minutes. His blood glucose level was 77 mg/dl. He took the insulin pump off and his blood glucose level increased to 488 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.